Manufacturer narrative:
Section d4: primary UDI number: updated. Manufacturer's investigation conclusion: the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported pump stops and low speed alarms. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. The remainder of the driveline (including the controller connector) was returned in one segment measuring approximately 30¿. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft and outflow graft bend relief were returned, however, not attached to the outlet elbow. The bend relief collar was not returned. Upon disassembly, visual inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 1¿ pump-end driveline segment revealed breaches in the insulations of the green, yellow, red, and black wires adjacent to the pump housing and revealed an additional breach in the insulation on the black wire approximately 0.75¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the 30¿ driveline segment revealed no obvious signs of damage to the wire insulations or the underlying conductors. If the exposed conductors of any of the wires from two different phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power, the resulting phase-to-phase short would have resulted in the low speed and pump stop events confirmed through the submitted log file. Similar events could have also occurred from a short-to-ground if any of the wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu). The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The pump was cleaned and reassembled; however, due to the location of the confirmed internal driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions (rev. D) provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside . . . Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient, with a known short to shield was listed for transplant as a status ii, was having pump stops with a controller fault. A system controller exchange was performed. The pump was restarted with no new controller fault. The pump reportedly was still stopping occasionally. The patient at the time was on low dose of epinephrine. The patient remained on ungrounded cable. It was unable to send log files on the system controller that had controller fault. Two unshielded patient cables were requested. The patient had a pump exchange on (B)(6) 2024. They remained intubated, on dual inotropic support, with status 7 on heart transplant waitlist.